Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Based on device setting and usage information from the available session records, the device was below expected longevity. No high current drain sources were found throughout testing. The cause of the battery depletion was undetermined.

Event description:
It was reported that the device reached eri prematurely. The patient has never received any therapies over the life of the device. The device was explanted and replaced.